Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076-52 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that two days post implant, the patient had sharp chest pain that worsened with deep inspiration. An atrial lead perforation was suspected and an echocardiogram showed a small pericardial effusion. The physician did not feel that a lead revision was necessary. It was further reported that the patient presented to emergency room several weeks later with pleuritic chest pain. An echocardiogram showed a moderate effusion with early signs of a tamponade. The patient's exam was remarkable for a rub and pulsus paradoxus and was admitting for treatment of acute pericarditis. He lead remains in use. It was noted that the patient is taking part in the product surveillance registry study. No further patient complications have been reported as a result of this event.